Event description:
During a cardiomems implant procedure the physician was unable to advance the delivery system through pulmonary valve. The physician then tried to remove the device through the abbott sheath but was unable to remove. The sensor appeared to be raised off of the delivery catheter. The physician attempted to advance to deploy the sensor again but was still unable to advance the device. An abbott guidewire as well as three other non-abbott guidewires were used to attempt to advance without success. An additional access site was created and the physician then successfully removed the device using a snare. An attempt was made to implant a second sensor using the additional access site, this event is reported in MDR-2022-44590. The physician could not conclusively determine the cause of the advancement difficulty but it was believed to be related to patient anatomy and the angling of the guidewire. The retraction issue is also unconfirmed. Additional anticoagulant was needed due to the procedural delay. The patient was kept overnight for observation and released the following day.

Manufacturer narrative:
The following components were received for investigation: cardiomems catheter assembly, cut with sensor still partially tethered and returned guidewire loaded through delivery system. The proximal section of the catheter was noted to be cut with tether wires protruding from delivery system. It is not known at what point the proximal end of the delivery system was cut. The returned catheter outer diameter was found to be within specification. The skiving section of the catheter identified partial release of sensor and loose tether wire. Visual inspection of the returned sensor identified some external deformation to the wire loops and partial release of distal loop. The returned sensor was also found to be within specification. The event could not be reproduced and assessed for difficulty retracting due to the gross damage observed on catheter and sensor; consequently, the investigation was unable to determine the root cause of the event description. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.